Event description:
It was reported that before uses bbl¿ chromagar¿ orientation agar (100 shelf pack) it was found that there were contaminated on plates. This is a report of a single report. Plates were not used for testing. The following information was provided by the initial reporter: distributor reporting, on behalf of end user, receipt of contaminated product 215081 lot 2188426 - plate chromagar orientation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before uses bbl¿ chromagar¿ orientation agar (100 shelf pack) it was found that there were contaminated on plates. This is a report of a single report. Plates were not used for testing. The following information was provided by the initial reporter: distributor reporting, on behalf of end user, receipt of contaminated product 215081 lot 2188426 - plate chromagar orientation.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 215081, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2188426 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2188426 for contamination. Retention samples from batch 2188426 were not available for inspection. Five photos were received for investigation. One photo shows a close up of the side of a sleeve with small black particles highlighted either on the outside of a plate or on the sleeve material. One photo shows the top of a sleeve with a black particle that appears to be on the sleeve material. One photo shows the side of a sleeve with a black particle inside of the sleeve. One photo shows the side of two sleeves from batch 2188426 with no obvious defects. One photo features a sleeve label from batch 2188426 for batch verification. All particles pictured were within the sleeve and does not appear to be biological contamination of the media. But the particles cannot be identified from the photos received. No return samples were received for investigation. This complaint can be confirmed for black particles. No complaint trends have been identified for foreign material or particles in this product; no actions are indicated at this time. Bd will continue to trend complaints for particles. Risk management file review assessed the potential risk for the defect as severity s1 per baltrmppmgenpuraph, rev 02, ID 6.2.